Manufacturer narrative:
(B)(4).

Event description:
Tip of stem impactor broke. The device malfunctioned and per case basis it was deemed that this malfunction can lead to a serious injury.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.